Event description:
During baxter's functional testing of a spectrum pump, the device alarmed system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed (through the history log) but could not reproduce the system error 322. It was determined the lower link switch on the lower auxiliary assembly was the failing component. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.